Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The loose closure event occurred 10 times the underfill issue event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the blue tops have loose lids resulting in loss of vacuum, which then led to underfilling."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Retention samples were not available for inspection because no lot number provided .bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defects. DHR could not be performed due to unknown lot#.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The loose closure event occurred 10 times. The underfill issue event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the blue tops have loose lids resulting in loss of vacuum, which then led to underfilling."